Event description:
It was reported that a pt in a motorized wheelchair moved onto the c-arm down foot switch and the c-arm allegedly moved down onto her legs. There was an alleged minor injury to her legs.